Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been having trouble with the stimulation turning on and off. Patient stated it has been happening for a while now and they don't know if it's working or not. Patient stated the therapy has never worked to provide pain relief. During the call patient had to re-pair the communicator with the handset but was able to confirm that therapy was on was current set to group a legacy programming. Patient stated they have tried adjusting the various programming options available to them on the handset without symptom improvement. Patient encountered a message that stated the communicator battery was low. Agent advised the patient charge the communicator after the call. The patient was redirected to their healthcare provider to further address the therapy issue, discuss programming options, and possibly check stimulation/charging reports/stats. Agent reviewed the manufacturer's resources available to health care providers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.